Manufacturer narrative:
It was reported the customer is performing all ureal tests in duplicate. The investigation is ongoing.

Event description:
The initial reporter received questionable ureal urea/bun results for one patient tested on a cobas 8000 c 702 module. It was unknown if the initial ureal result was reported outside the laboratory. The customer performed repeat testing with the patient's sample. The patient's initial ureal result was 10 mmol/l. The patient's repeat ureal results were 1 mmol/l and 9.8 mmol/l. The ureal reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer found a split tube in the cuvette laundry station. He replaced all the tubing. After service, no further issues were reported. The investigation determined the service actions resolved the issue.